Event description:
The pump was returned due to mechanical hardware failure (av sticky valve). Internal investigation found rear cover o ring is also partially unseated. The fva was removed and fva pins and loading pins (upper/lower) were contaminated. An internal cleaning was performed. Loading pin bushings are worn. Left bag hook is missing. No other damage found.

Event description:
The following has been reported: biomed reported: ticket stated "broken-load error". Cleaned. Unable to run test infusion due to load error. Patient status unknown" a preliminary review identified the following issue: mechanical hardware failure (av sticky valve). An active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Manufacturer narrative:
Correction: initial MDR submittted with incorrect catalog/model #'s in section d4, fu submitted to correct.